Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was recommended for replacement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.